Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2010, the patient was implanted with a trident psl ha cluster acetablur shell and was revised on (B)(6) 2020.